Manufacturer narrative:
The pump was returned for analysis. Pump analysis found a leak from the outlet port due to foreign material. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump found pump/fluid path/leaking outlet port due to a damaged o-ring. Eval code - conclusion code ¿ (B)(4) is being updated to (B)(4) for this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving fentanyl 2000 mcg/ml at 470.5 mcg/day via an implantable pump. The indication for use was spinal pain. It was reported that the patient complained of an unusual error code on their ptm (personal therapy manager) that was unknown to the manufacturer per the patient. The patient felt like she may have gotten too much drug with their bolus. Per the reporter the event logs seem inconsistent with managing team actions. The reporter was not aware of any environmental, external or patient factors that may have led or contributed to the issue. The troubleshooting performed was reported as just checking the event logs. The pump was replaced with an estimated 32 months left on it due to perceived issue with reliability. The issue was resolved at the time of the report and the patient status was noted as alive, no injury. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Conclusion code does not apply.

Event description:
Additional information was received from a consumer and a manufacturing representative. It was reported that the personal therapy manager (ptm) displayed code 0616 prior to the pump being replaced. The pump was going to be returned on (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2017-jul-20. . The provided pump logs indicate that when the pump was examined on (B)(6)2017 (date of explant), the daily dose of fentanyl [ 2000.0 mcg/ml] being delivered was increased by 41%, from 470 .5 mcg/day to 664.0 mcg/day. The logs show the following patient activated dosing parameters: the lockout interval was 4 hours, the dose restriction interval (dri) was 1/4 hours, max activations was 4/day. The activation history indicates 2 successful activations, 1 lockout attempt, and 2 unsuccessful activations. The pa logs show 88s (successful bolus attempt) followed by 89s (unsuccessful bolus attempt) with the same time stamp on (B)(6)2017 at 16:13 and on (B)(6)2017 at 20:47. No further patient complications have been reported as a result of this event.